Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the meshgraft ii serial number (B)(6) by zimmer biomet japan on (B)(6) 2020 revealed that the device does not properly mesh. Repair of the device was performed by zimmer biomet japan on (B)(6) 2020 which included replacement of the following: cutter, sideplate. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that during surgery this ratchet handle was sent in for can't produce a proper mesh. There was no harm and no delay. No adverse event was reported as a result of this malfunction.